Manufacturer narrative:
(B)(4). Information not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the 4-40 stud broke on the handpiece. The caller did not have any other details of procedure. No patient consequence reported.